Manufacturer narrative:
Product was not returned to manufacturer. No examination was performed. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested. Investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p and f us : implant had to be replaced and removed. A mobi-c implant was wasted and replaced by a new one, same size. No impact on patient. No delay on surgery. Different descriptions of the issue were received. With an inconsistency on the stage of the surgery where there was the disassembly clarification was requested because the descriptions are not consistent one with another. Additional information was requested. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. According to the update received on july 9th , product was discarded no examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, a mobi-c was disassembled during repositionning. According to the provided clarification : the surgeon malpositioned the implant at the insertion and choose to explanted it . During the repositionning the implant disassembled. Based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is an user error due to poor initial positioning of the prosthesis. The investigation found no evidence to indicate device issue. As mentioned in the st : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. Investigation found no device issue that might affect this event root cause mishandling during impant positioning.